Event description:
It was reported that during a colon resection, when the device was removed after firing, there were no staples found. A different device was used to close the now larger common otomy. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.